Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power to both power cables could be confirmed with the submitted log file. The submitted log file captured the ebb use count increased from 8 to 9 on august 30 (approximately between 8:22 pm and 9:22 pm) indicating there was a loss of power to both power cables on the system controller. It was noted the log file was retrieved from system controller (serial # (B)(6)). Additional information communicated on 25oct2021 indicated the power cord didn¿t come loose and it was suggested the connectors were properly connected. No environmental circumstances that would have affected the a/c power at the time of the event. The information indicated log files will be submitted on next office visit. The mobile power unit will not be returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on 26aug2021. It was noted the mobile power unit was shipped with the ac power cord with the v-lock feature. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit did have a v-lock connector on the ac power cord. The power cord did not come loose. There were no environmental factors that affected ac power at the time of the event. It was reported that the event probably happened when the patient was tired and did not connect both connectors properly. The patient reported that everything worked well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low voltage advisories and low voltage alarms. It was assumed the patient fell asleep on batteries. The log file contained a low voltage event on (B)(6) 2021 that appeared to be caused by normal battery depletion. While in the low voltage state the controller black cable appeared to be disconnected/reconnected from the mobile power unit (mpu) a few times prior to finally being fully reconnected to the mpu. The log file also contained a few odd power cable disconnects while connected to the mpu from the black controller cable side.